Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient choked while swallowing the capsule. It became dislodge in the patient's throat. Heimlich maneuver was performed to remove the capsule. The patient's airway was not obstructed when attempting to swallow the capsule and other attempts were made.